Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the surgeon claimed that the guided tool change (gtc) feature was not functioning as intended. It was alledged that the instrument was not going back to the correct location. No alarms were encountered when the issue occurred. It is unknown if the bedside clutch button was depressed during the instrument exchange. When the event occurred, the cadiere forceps punctured the liver and small bowel as gtc was performed. The small bowel was resected and fused together. The liver injury was coagulated and the bleeding stopped. The estimated blood loss for each injured area was about 10 ml. The procedure was delayed for about an hour and converted to open surgery. However, it is unclear as to why the procedure was converted to open surgery. A blood transfusion was not required. A leak test was negative. No post-operative complications were reported. A follow up was done according to the surgeon and the patient was reported to be stable without any reported issues.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The robotics coordinator reported that the robot rear boom cover was knocked off by a floating monitor on 28-sep-2022 and 29-oct-2022. Additionally, the robotics coordinator stated insufflation was temporary lost around the same time that the gtc was being performed. The fse started the system in normal mode and observed no errors. The fse shut the system down and reviewed the system logs. No signs of system errors were observed. The fse then started the system again in normal mode. The fse test drove the system and observed no abnormalities with intuitive motion. The fse performed guided tool exchange on all (4) arms using an instrument table as a point of reference, and observed instrument depth before and after guided tool exchange. Per the fse, the instruments stopped short of original positioning each time. The fse performed tests on all (4) arms with 3 different style instruments multiple times with same results. The fse test drove the system a second time. The fse noted that the system is working as intended. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass procedure, the surgeon claimed that the gtc was not functioning properly. It was alleged that the instrument was not going back to the correct location. During the event, a cadiere forceps instrument reportedly punctured the liver and small bowel as gtc was performed. As a result, the surgeon resected the small bowel and coagulated the liver injury to control bleeding. The causes of the intra-operative complications are unknown. An fse inspected the system and was unable to replicate the customer reported failure mode.